Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A physician attempted to use a protege everflex self-expanding stent during patient treatment for the aortoilliac. The lesion had occlusion athersclerosis tasc d. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). No issues were noted when removing the device from the hoop/tray. The device was not passed through a previously deployed stent. Deployment issues are reported. Resistance is reported during delivery to the lesion. IFU was followed. The thumbscrew/lock-pin was checked for securement prior to procedure. Severe resistance was noted during advancement. The thumbscrew/lock-pin was not removed prior to attempted deployment. It is reported the stent could not be deployed. Intervention was required for the removal of the device. The device was safely removed from the patient. No stent struts were exposed/visible. A second protege everflex was attempted to be used. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). No issues were noted when removing the device from the hoop/tray. Pre-dilation was performed. IFU was followed. The thumbscrew/lock-pin was checked for securement prior to procedure. Deployment issues are reported for the second stent also. It is reported the second stent partially deployed. The stent does not remain in the patient. Attempts were made to remove the stent. No deformation was noted to the deployed stent. The delivery system was safely removed. There was no vessel damage noted. A competitor product was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Additional information: no intervention was required for removal of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin loose. The stainless steel hypotube / push rod has a central break between approx. 53mm and 74mm, exposing the inner shaft approximately 12mm of the inner shaft was exposed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.